Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed t-wave oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations, and the health care professional (hcp) will consult with the following physician. This ICD system remains in service. No adverse patient effects were reported.